Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra d4mc1vr01-delsys / expiration date: 14-apr-2020/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes. Return date: 13-feb-2019, device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Mfg date: 25-oct-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial flushing on the table before introduced into the patient, the leadless implantable pulse generator (ipg) did not recapture all the way into the cup. The delivery system was unlocked; the tether pin removed, and the tether was pulled to fully pull the device into the cup. The device was introduced to the patient after relocking and reflushing the delivery system. However, the delivery system was not curving in the direction the physician thought it should and an unusual curve was observed. The device and delivery system were removed. The physician decided to use a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delsys. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled at 6cm from the distal end of the delivery system. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.